Manufacturer narrative:
(B)(4). Unit received with cracked/detached end cap. Unable to perform self-test and displacement test due to cracked/detached end cap. Unit had stripped battery cap coin slot (p), cracked battery tube threads.

Event description:
Information received by medtronic indicated that the lower part of insulin pump was coming off. The customer stated that battery cap contacts come lose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.